Event description:
It was reported that the patient experienced inappropriate therapy due to noise with oversensing and high and undefined pacing impedance measurement of the right ventricular (rv) lead. It was noted that the rv lead exhibited high threshold measurements and there was another impedance warning due to low impedance tip to coil measurements. It was also noted that a rv lead integrity alert (lia) triggered due to high-rate non-sustained episodes and high sensing integrity counter (sic). The observations section of the interrogations report revealed that anti-tachycardia pacing (atp) and shock therapies will not be delivered due to charge circuit inactive on the cardiac resynchronization therapy defibrillator (crt-d) which is end of service (eos). It was noted that the charge circuit timeout occurred with a long charge time. Reprogramming was done to suspend ventricular detections, and the lead was later capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Hybrid analysis revealed that a save to disk review showed that the device had an extreme amount of charge time and that the device had multiple episodes including many non-sustained and oversensing episodes between 12 and 17 dec. 2024, attempting a total of 63 full energy shocks during that time. This resulted in the observed charge timeout and charge circuit inactive. It also resulted in the low battery voltage and end of service (eos) battery status. The device was fully functional and operated under normal current drain when powered with an external supply. The device passed all manual therapy delivery testing. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The device was found to meet specifications for normal battery depletion and normal device operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.